Manufacturer narrative:
(B)(4).

Event description:
The health care professional reported that the patient fell a couple of days ago and her low back had gotten worse. The problem was related to the device or therapy. An MRI was performed. Indications for use include non-malignant pain. Interventions and patient outcome was not performed. Follow up was requested. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the patient was still having a lot of pain in her spine and on her left leg. An MRI was scheduled that was related to the device or therapy.